Manufacturer narrative:
Please refer to the attached analysis report .

Event description:
Reportedly, error messages appeared during pre implant device interrogation.

Manufacturer narrative:
Preliminary analysis revealed that the error messages displayed were due to a switch in standby mode of the device. This switch in standby mode was most probably caused by a cross-talk with another device.

Event description:
Reportedly, error messages appeared during pre implant device interrogation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. The country where this event occurred is (B)(6).

Event description:
Reportedly, error messages appeared during pre implant device interrogation.